Manufacturer narrative:
Received one used ch4002 diluent set for inspection. Unknown chemo drug solution residuals were observed throughout the set. The color and appearance of the fluid residuals appeared the same throughout the set. The reported complaint could not be confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Additional contact phone : (B)(6).

Event description:
The event involved a 46" (117 cm) 50 ml, diluent set for channel 2 w/20 drop drip chamber, spiros® where it was reported the syringe contains impurities, which are present due to the color discrepancy between the connector and the impurities, indicating contamination from non-use." The event occurred during medication preparation. It was also mentioned that there was no concomitant drug, no concomitant device, no bleed-back, with unknown name of chemo drug, no bio-hazard and unknown user facility med-watch. The device was not reprocessed/resterilized. There was no patient involvement, no adverse event/patient harm and no delay in critical therapy.